Manufacturer narrative:
Information received from an affiliate indicated that during deployment of a smart control, iliac 6x100ml stent in the superficial femoral artery, slight resistance was felt. When the stent was placed, it appeared shorter than expected and failed to cover the whole length of the lesion. An additional stent was placed to cover the entire lesion. There was no adverse consequence to the patient. Access had been made by a contralateral approach and it was reported that the lesion was not pre-dilated because the lesion was thrombotic and stenosed. With the limited amount of information available and without the return of the stent for analysis or films of the procedure, it is not possible to draw a clinical conclusion between the device and the event. However, vessel characteristics and procedural factors may have contributed to the reported event. There is nothing in the device analysis to indicate that there is a design or manufacturing related issue therefore no corrective action is needed. One non sterile unit of smart control 6x100 mm was received coiled in a plastic bag. The locking pin and stent were not received. The outer sheath was kinked at the ID band and at 8.5 cm from distal the end of the ID band. Blood residues were observed at the brite tip. No other anomalies were found. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Since the stent was not received, it was not possible to confirm the condition reported by the customer; however, the distance between the stop and the proximal end of distal tip was measured and the result was 110.9 cm, which is enough to contain a 100 mm crimped stent, controls exist in the final assembly and packaging processes to prevent this type of failure, there are also inspections in place to prevent damaged products from being distributed. Neither the DHR review nor the product analysis suggest that the condition reported by the customer could be manufacturing related, therefore no actions will be taken at this time.

Event description:
During deployment of a smart control, iliac 6x100ml stent in the superficial femoral artery, slight resistance was felt. When the stent was placed, it appeared shorter than expected and failed to cover the whole length of the lesion. An additional stent was placed to cover the entire lesion. There was no adverse consequence to the patient. The device was properly labeled with the correct stent size. Access had been made by a contralateral approach, and it was reported that the lesion was not pre-dilated because the lesion was thrombotic and stenosed.

Event description:
The family of a (B) (6) male - (B) (6). - in hospice care for amyotrophic sclerosis, complained that the portable aspirator was not as strong as a previous suction machine made by a different manufacturer. The patient said the aspirator did extract secretions, but it took longer than the previous suction machine. Per the instruction of a dme/hme, the aspirator was checked by a family member for leaks by vacuuming water, no leaks were reported, the vacuum pressure was also checked by a family member and found to be to 20psi, normal maximum vacuum. A few days later the patient passed away; the family is associating his passing with the aspirator. As of 4-29-2010, the aspirator is currently not available for lab testing.

Manufacturer narrative:
The product has been returned for analysis, but the analysis has not yet been completed. Additional information will be submitted within 30 days of receipt.